Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. The customer continued to use the pump for insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.